Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The follow-up MDR [6000034-2025-04368] submitted on january 9, 2026 was filed inadvertently. There was no extrusion of receiver/stimulator; however, migration of the receiver/stimulator was observed. Per the clinic, the patient experienced migration of the receiver/stimulator, which resulted in pain at the pinna. Subsequently, the patient was unable to wear the sound processor.

Event description:
Per the clinic, the patient experienced retention issues with external processor which repeatedly fell off due to its magnet location and implant placement. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.